Event description:
When the clinician started their shift, the set was already loaded in a pump. They reported that they decided to unload it to change pump as they wanted to minimize the amount of pumps in use. As they were loading it into another pump, they noticed a "bulge" on the upper part of the pumping segment. They clamped the line as they were concerned that it might rupture. The line was used to infuse cefuroxime, mgs04, napo4. From the reported info, there are no indications of serious injury to the patient or user as a result of this incident. No add'l info provided.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Although requested, device has not been rec'd. A f/u report will be submitted with failure investigation results should the device be rec'd for evaluation.